Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient had received a vibratory notification. In clinic, the device was unable to be interrogated with the available rf telemetry tools. On occasion, the patient uses a welder which is believed to be a possible cause of the issue. The device was explanted at a later date, returned, and replaced.

Manufacturer narrative:
The reported no communication was confirmed and was due to a depleted battery. With an external power supply attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the battery depletion could not be determined.